Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to tubing fracture at the level of the pump in the scrotum. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to tubing fracture at the level of the pump in the scrotum. All components were removed and replaced. There were no patient complications.